Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak occurred during tx complete - step 9 remove cassette. The patient stated the cycler prompted with draining slowly and drain complication encountered messages during treatment and prior to the leak. Fluid leaked from inside of the cassette door. The patient stated one whole paper got wet when cleaning fluid. The back of the cassette was not loose. The patient was connected during the incident. The patient knew how to perform manuals if needed and stated fibrin was discovered when performing continuous ambulatory peritoneal dialysis (capd) therapy. The patient was reportedly constipated. The patient was advised to contact the peritoneal dialysis registered nurse (pdrn) to inform them of fibrin and to re-setup the cycler with all new supplies and to contact pd support if any issues occurred. Upon follow-up, the pdrn confirmed the reported event. The pdrn stated the fluid leak was noted at step 9 of cycler treatment after the cycler alarm and treatment was cancelled and as the patient opened the cassette door. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient did not require any medical intervention as a result of the reported fibrin observed while performing manuals. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using continuous ambulatory peritoneal dialysis (capd) to complete treatment. The pdrn stated the patient is continuing with peritoneal dialysis on the current cycler without issue and without reoccurrence of the reported event. The patient confirmed the cycler set (cassette) used was discarded and was no longer available to returned for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak occurred during tx complete - step 9 remove cassette. The patient stated the cycler prompted with draining slowly and drain complication encountered messages during treatment and prior to the leak. Fluid leaked from inside of the cassette door. The patient stated one whole paper got wet when cleaning fluid. The back of the cassette was not loose. The patient was connected during the incident. The patient knew how to perform manuals if needed and stated fibrin was discovered when performing continuous ambulatory peritoneal dialysis (capd) therapy. The patient was reportedly constipated. The patient was advised to contact the peritoneal dialysis registered nurse (pdrn) to inform them of fibrin and to re-setup the cycler with all new supplies and to contact pd support if any issues occurred. Upon follow-up, the pdrn confirmed the reported event. The pdrn stated the fluid leak was noted at step 9 of cycler treatment after the cycler alarm and treatment was cancelled and as the patient opened the cassette door. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient did not require any medical intervention as a result of the reported fibrin observed while performing manuals. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using continuous ambulatory peritoneal dialysis (capd) to complete treatment. The pdrn stated the patient is continuing with peritoneal dialysis on the current cycler without issue and without reoccurrence of the reported event. The patient confirmed the cycler set (cassette) used was discarded and was no longer available to returned for investigation.